Event description:
It was reported that the device was loaded into loader and pusher with some resistance, device did not deploy correctly in patient, device withdrawn and removed from patient. The occluder was completely deformed.

Manufacturer narrative:
The review of the batch record and inspection protocols of the reported device revealed no deviation. All qc criteria were within specification according to the batch record. The final inspection of the reported device and its procedure pack revealed no deviations and the environmental conditions during storage were within the limits. A definitive root cause could not be established. The visual and functional investigation confirmed the shape development failure of the device, as reported by the customer. The investigation confirmed that there was a resistance during loading of the device but the measured retraction force was still within qc specifications. According to the customer, the device was tested prior patient contact without any deviation and the failure in shape occurred during the placement of the occluder. Therefore, it can be assumed that the patient anatomy contributed to the observed shape development issue. A2 and a4 are unknown.